Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient's receiver displayed a message that stated "please pair new transmitter". No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation .

Manufacturer narrative:
(B)(4).

Event description:
No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.